Manufacturer narrative:
Implanted device remains.

Event description:
Per the surgeon, the patient underwent a MRI with the internal magnet in place. The patient reported redness and a lump at the implant site. Revision surgery is planned but had not taken place at that time of this report may 20, 2009.